Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of a t wave signal on the right atrial (ra) lead. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.